Event description:
It was reported that the patient received an alert. It was noted that very high pacing impedance, low sensing and no capture was observed on the right ventricular (rv) lead. A clavicular crush of the rv lead was confirmed via imaging and a fracture was suspected. The patient's rv lead was capped (B)(6) 2022 and replaced. The patient was stable throughout.

Manufacturer narrative:
Correction: code "2917 - device sensing problem" should have been added.